Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, reporting that the "sensor only shows hi" (reading greater than 27.8 mmol/l). The customer simultaneously experienced unspecified symptoms of hypoglycemia, so she called an ambulance. Emergency personnel performed a capillary reading on their hcp meter, which showed a blood glucose result of 2.6 mmol/l. The customer was diagnosed with hypoglycemia and treated with sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, reporting that the "sensor only shows hi" (reading greater than 27.8 mmol/l). The customer simultaneously experienced unspecified symptoms of hypoglycemia, so she called an ambulance. Emergency personnel performed a capillary reading on their hcp meter, which showed a blood glucose result of 2.6 mmol/l. The customer was diagnosed with hypoglycemia and treated with sugar. There was no report of death or permanent impairment associated with this event.